Event description:
It was reported that the device illuminated the service indicator. Physio-control evaluated the device and observed several event codes logged in the memory that indicated a critical failure. There was no report of patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and observed an intermittent failure that impacted defibrillation energy delivery. The cause of the reported/observed failure was an intermittent trace between the k1-8 and k2-1 relays.